Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the caller was the patient and his wife who were both on the line and stated they were not hearing the pumping mechanism noise they were familiar with and did not know if the pump was working. The wife stated she lifted the silver lever and then the pump started to alarm ¿remove and reattach cassette.¿ the line was clamped. The cassette was removed and reattached. The pump immediately alarmed that the cassette was not attached properly. The cassette was removed and reconnected again, but the pump continued alarming to remove and reattach cassette. The pump was powered off and the cassette was reattached. The pump was powered on, but the alarm returned. The alarm would not clear while the cassette was attached. The cassette was tapped several times, but the pump was unable to start. The pump was turned off and the line was clamped. Total volume was 101.1 ml. Per after hours instructions, they stated they would contact the on-call provider. Drug was 5fu. The patient had been started today and was due to finish friday. The event occurred while use with patient at patient's home. The operator of the device was health professional. There was patient involvement with no patient harm.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.